Manufacturer narrative:
(B)(4). Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a starr procedure the instrument did not staple but cut. There were no anomalies noticed during preparation and firing except that the characteristic cracking noise during firing was not detected. The ventral part of the resection was completely open. Staples could be observed but at the ventral part of the resection they were unformed. Surgeon sutured the open ventro rectal wall by hand. There were no negative consequences for the patient.

Manufacturer narrative:
(B)(4). Patients age, sex and weight: (B)(6), female, slightly obese. No relevant co-morbidities. The instrument did not staple but cut. There were no anomalies noticed during preparation and firing except that the characteristic cracking noise during firing was not detected. The ventral part of the resection was completely open. Staples could be observed but at the ventral part of the resection they were unformed. Surgeon sutured the open ventrorectal wall by hand. There were no negative consequences for the patient. The analysis results found that the pph01 device arrived with the knife and anvil damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.